Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 19 mmol/l. Customer was assisted with troubleshooting. The customer stated that the during filling tubing air bubbles were noticed in the reservoir and approximate size of air bubbles was big. Customer stated that they did not allow for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.